Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was able to verify the customer's reported issues. Visual inspection revealed pins located on power flex were burned. The service technician replaced power flex.

Event description:
The customer reported model pamtop ventilator revel has a burnt lemo connector. At this time, it is unknown if there was any patient involvement associated with the reported event.

Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.